Event description:
The patient¿s spouse reported that the patient experienced a blood infection which infected the cardiac resynchronization therapy pacemaker (crt-p) device and leads. The pacing system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).